Event description:
It was reported by svc report that the head end pt right side rail would not lock in place due to a broken timing link. It was further reported the broken timing link had exposed sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link.